Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in pts with failed back surgery syndrome" pain 132 (2007) 179-188. This article lists info suggesting a pt being treated with spinal cord stimulation for pain associated with failed back surgery syndrome, experienced persistent pain at the neurostimulator site, requiring surgery to correctly install the cap to plug the unused connector port.

Manufacturer narrative:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in pts with failed back surgery syndrome" pain 132 (2007) 179-188. See scanned pages.